Manufacturer narrative:
An investigation was completed to determine the cause of the tube defect on the small grasping retractor. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The small grasping retractor was analyzed and the complaint regarding a tube defect was not confirmed by failure analysis. The housing was removed from the back end, and no damage was found. No product issue was related to the customer's complaint was identified. The instrument was found to have a broken distal pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was missing from clevis. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the small grasping retractor instrument had a tube defect. The procedure was completed with no reported injury.